Manufacturer narrative:
(B)(4).

Event description:
The pt experienced intermittent stimulation. The previous ins caused intermittent stimulation when it reached a low status so it was thought that the current ins was reaching eol. However, the battery measurement with the 8840 indicated the battery status was "ok". He was at the clinic in good condition. Add'l info has been requested.